Event description:
The patient's husband reported that his wife, the patient had about 4 or 5 v-go's fall off that all came from the most recent box of v-go's. The husband stated that the v-go's have been applied to the patient's stomach and the adhesive is only holding for a couple of hours when it starts to come loose.